Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. Rupture of the device was noticed during an exchange surgery on (B)(6) 2019. The patient had both of her breast prostheses explanted and replaced with mentor memorygel breast implant 300cc gel breast prostheses. The reported implantation date for the suspect medical device is before the manufactured date of the device. The dates will be reported to the FDA as they were received by mentor.

Manufacturer narrative:
On 03/25/2019, mentor completed the investigation on the suspect medical device. Upon receipt the device contained cloudy gel. Red material was observed within the device and no foreign material was observed on the shell surface. During examination of the device a rent was observed on the posterior aspect, measuring approximately 1.5 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies were observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. At this point is not possible to determine the origin of the red material found in the device. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).